Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was scheduled to have incision and drainage (I&d) on (B)(6) 2024. A pump exchange was performed on (B)(6) 2024 ,secondary to infection. Due to hospital policy, no further information was provided.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection could not be conclusively determined through this evaluation. It was reported that patient was scheduled to have an incision and drainage (I&d) procedure performed on (B)(6) 2024. A pump exchange was performed one week later on (B)(6) 2024 secondary to infection. Due to hospital policy, no further information was provided. The explanted pump was returned to abbott for further analysis. (B)(6) was returned assembled with the pump cable severed approximately 15.0¿ from the pump header. The distal portion of the pump cable was returned measuring approximately 11.0¿ from the inline connector. The modular cable was also returned with the device. Approximately 5.0¿ of the sealed outflow graft was returned attached to the pump outlet port with the outflow graft bend relief properly engaged to the graft hardware. The cuff lock was unremarkable. The apical cuff was returned detached from the pump. Examination of the disassembled device revealed no evidence of developed or adhered thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Care instructions regarding infection prevention are provided in various sections of this IFU, including a section entitled "controlling infection." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.